Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system had a collimator iris potentiometer error during a procedure with a pt involve; therefore, this malfunction mya have resulted in a possible accidental radiation occurrence. There was no pt injury or death reported.